Manufacturer narrative:
(B)(4).

Event description:
It was reported patient had intermittent stimulation following implanted ((B)(6) 2010) replacement. Adaptor and stimulator were programmed post-operative around 3v and coverage was good. Patient experienced 3 incidences of intermittent stimulation after implant. The first incident was while patient was watching tv and her stimulator turned off suddenly without the use of the programmer. Patient received poor "communication screen" message while using her programmer. Patient pressed the (+) and (-) buttons several times and the screen came on with 8.95v after patient released the buttons. Stimulation was off for approximately 5 minutes. The second and third incidents happened while patient was walking. Stimulation was off for a few seconds and again patient had not used her programmer. Patient also reported her stimulation felt weaker while sitting. It was later reported the patient was unable to adjust the stimulator and only able to make adjustments when antenna is attached. Also patient had swelling at the pocket site from the replacement surgery (2 days post implant). Patient also reported one incident of intermittent stimulation the day before. It was yet later reported patient had issues with coupling and communication between her devices. Patient reported no swelling. Patient said she had no movement of stimulator in pocket and the implant did not seem deeper to her. Patient had trouble with a strong coupling between devices. Patient was reprogrammed and able to capture her needed coverage area and the therapy was good. Patient's husband reported the best recharging position obtained by tilting the recharger. The device that was replaced was implanted in the same pocket as before and the patient had gained weight.